Event description:
It was reported that this patient with this dual chamber pacemaker recorded a single signal artifact monitoring (sam) episode due to oversensing of atrial fibrillation/atrial flutter. This resulted in the minute ventilation (mv) feature to switch sensor vectors. In addition, the right ventricular (rv) ring to can impedance exhibited low out of range impedance measurement, measuring less than 200 ohms on the non-boston scientific lead. Technical services was consulted and offered programming recommendations. The device remains in service. No additional adverse patient effects were reported.